Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the reported event was likely procedure rather than device related.

Event description:
It was reported to nevro that a patient had experienced swelling at the ipg site following the implant procedure. There was no infection reported. The site was drained. The patient is recovering well and is receiving hf therapy. There was no report of further complication.